Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, vessel occlusion). Patient's condition affected effectiveness of device (calcified and tortuous iliac arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (calcified and tortuous iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter fusiform iliac artery aneurysm approximately three weeks ago. The aortic neck was 19 mm in diameter, 6 mm in length with 30 degree angulation. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 16 mm in diameter. The right internal iliac artery was 18 mm in diameter and the left was 17 mm in diameter. It was reported that even though the patient had severe iliac tortuousity the devices were able to be delivered. All the blood vessels including the terminal aorta were narrow; the contralateral side was cannulated after the deployment of the contralateral limb. Then ipsilateral side was deployed with three stent-length overlap into the external iliac artery. Another stent graft was deployed on the contralateral side and touch-up was done for all landing zones and junction areas excluding the calcified right common iliac artery. Final angiography showed a type ib endoleak on the right common iliac artery and a possible type iii endoleak on the left common iliac artery. An additional device was deployed in the right leg to enhance the apposition to the vessel wall. Another manufacturer's balloon was used on the left leg to resolve the junction endoleak for 5 minutes. Angiography showed the type ib endoleak on the right leg was still visible and the endoleak on the left leg was also visible. After ballooning these devices the procedure was completed without angiography. The physician commented that the right leg was calcified so that sealing zone was short which made this treatment difficult. The endoleak on the left leg seemed to be type iii, but there is a possibility of a type IV endoleak. Two weeks post implant the type IV endoleak was found to have resolved. No additional clinical sequelae were reported and the patient is fine.